Event description:
It was reported that during a da vinci s prostatectomy procedure, the left master tool manipulator (mtml) was unresponsive and a grinding noise was heard coming from the mtml. The surgical staff attempted to resolve the issue by swapping instruments, however, the mtml continued to remain unresponsive and the grinding noise continued to recur. The patient had been under anesthesia for approx 1 hour and the ports had been in place for approx 10 minutes when the surgeon decided to abort the planned procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issues experienced by the customer were associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The mtml was returned to isi for failure analysis investigation. Engineering evaluation discovered an axis cable with loose tension, thus causing the system issues experienced by the customer. As of december 23, 2008, there have been no reported recurrences of the issue at this hospital.